Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker was explanted and replaced due to it reaching eri, which was caused, in part, to this rv lead being fractured. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. The hospital has retained both devices.